Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). The claimed issue was reproduced during troubleshooting. According to information received in service report nozzle units were determined to be defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. According to the fse, the pm kit was never replaced by the customer. The device was manufactured in 2023, which is over one year ago. Our conclusion is that the failure was caused by the replaced part, which resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref #: (B)(4)

Event description:
It was reported that there was a difference between displayed and actually set o2 concentration value. There was no patient harm. Manufacturer's ref #: (B)(4).